Manufacturer narrative:
Customer's calibration and qc were ok. The patients samples were provided for investigation, and the customer's results with elecsys anti-sars-cov-2 could be confirmed. Further clarification of the observed discrepancies is not possible with available methods and the current state of the art. Based on the available data, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received negative elecsys anti-sars-cov-2 results for two patients tested on a cobas 6000 e 601 module serial number (B)(4) that were pcr positive. Whether the questionable results were reported outside the laboratory, was requested but not provided. The two patients were previously tested with two pcr methodologies. Patient 2 was also tested with a different serology methodology, iflash sars cov2. This assay is not listed on the emergency use authorization list. Due to the previous pcr and iflash serology results, positive elecsys anti-sars-cov-2 results were expected.